Event description:
It was reported a turbo-ject® single lumen over-the-wire power-injectable PICC leaked. No visible damage was noted on either the purple hub or the clear line. However, when the device was flushed leaking was observed. Additionally, the device "pulled air in when not being aspirated." No adverse effects were reported.

Manufacturer narrative:
Occupation: procurement. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) in the united kingdom informed cook that on (B)(6) 2022, a turbo-ject over-the-wire peripherally inserted central venous catheter (upics-4.0-CT-otw-st-1111, lot unknown) was leaking. It was reported that the line leaked when flushed and was pulling in air when not being aspirated. The PICC line was in place for 42 days and was being flushed with sodium chloride 0.9%. The device was secured to the skin by a statlock and IV tegaderm dressing. The patient was independent, able bodied and ambulatory at home. The PICC line was removed and not replaced. Treatments were continued with cannulas. It was reported that the patient did not experience any adverse effects due to this occurrence. Reviews of the documentation including the complaint history, instructions for use (IFU), quality control procedures of the device, as well as a visual inspection and functional test of the returned product, were conducted during the investigation. One used 4fr upic catheter was returned for evaluation. A small gap was noted between the batwing hub and the extension tubing. A functional test confirmed leakage from the small gap. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be conducted due to the lack of lot information. Cook also reviewed product labeling. The product IFU, [t_ctpiccotwtt_rev3] ¿turbo-ject over-the-wire peripherally inserted central venous catheters,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the tubo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated. ¿ warnings: ¿the safe and effective use of turbo-ject PICC line with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannon be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: -the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. -prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dyamic and static pressure test results are shown in the following table. *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a viscosity of 11.8cp **static burst pressure is the failure point of the catheter when totally occluded. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter.¿ precautions: ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.¿ power injection procedure ¿1. Use only lumens marked ¿CT¿ for power injection of contrast media. Warning: use of lumens not marked ¿CT¿ for power injection may result in catheter failure. 5. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr and device failure analysis found no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that device design contributed to the reported failure mode. A previous CAPA investigation found that the root cause is related to inadequate flexural strength in s previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 15feb2022: the PICC line was in place for 42 days before it was removed. Another PICC line was not placed as the patient was near the end of their treatment, so the treatment was completed with cannulas. The device was secured to the skin via adhesive bandages. The exposed portion of the line was wrapped with swabs to ensure it did not kink. The line was flushed with 0.9% sodium chloride. The patient was independent and able bodied.